Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. The first cylinder had a hole and leak from a sharp instrument in the proximal end of the cylinder. This cylinder had wear at a fold in the middle of the cylinder. This cylinder kink resistant tubing (krt) was worn to the filament; no leaks were found in the cylinder connecting tube. The second cylinder had a hole and leak from a sharp instrument in the proximal end of the cylinder. This cylinder had wear at a fold in the middle of the cylinder. The reservoir had wear at a fold in the reservoir shell. The reservoir krt was worn to the filament. The pump krt to the cylinder had a leak from fatigue. The pump block was worn. The krt to the cylinder had a hole from fatigue. The krt was fatigued to the filament. The krt to the reservoir was cut down to the strain relief junction; the tubing was not returned for analysis. Based on the information available and analysis results, the reported device mechanical issue and hole in the tubing were able to be confirmed; therefore, the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the cylinder connecting tube. No patient complications were reported.